Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07dec2020.

Event description:
The customer reported that the unit displays message of led alarm failure. The customer contacted product support and reported that verified that the unit has an error code. Product support advised the customer to replace the power switch overlay. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:28mar2021. B4:05apr2021. The product support advised the customer to replace the power switch overlay. Part ID for the power switch overlay was provided to the customer. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.